Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen lps-flex articular surface, catalog # 00596204014, lot # 63035244; nexgen stemmed tibial component, catalog # 00598004701, lot # 63406574; bone screw, catalog # 00625006540, lot # 63566054. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00990, 0002648920-2019-00158. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty about two years ago and was implanted with tivanium implants. Subsequently, the patient is experiencing pain, swelling and fluid. Patient also feels pain on the bone. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.